Event description:
The customer reported that the jaws of the device would not open after activation. The surgeon had to use forceps to remove the device. There was no bleeding or injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The jaws were not locked shut when the device was received. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications.